Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted. This journal documents the novel use of a stent graft for uncontrollable intraprocedural stent thrombosis in a patient with acute myocardial infarction. A patient presented with a myocardial infarction. Coronary angiography revealed total occlusion of the proximal site of the right coronary artery (rca) with thrombus formation, as well as a severe stenotic lesion in the left anterior descending artery. A pci was performed and after a manual thrombus-aspiration, a resolute integrity rx coronary drug eluting stent (4.0 x 22 mm) was implanted in the distal site of rca. An increase in intrastent thrombosis and plaque protusion was detected 20 minutes after the stent implant at the proximal site of the implant by ivus. The patient complained of chest pain 30 minutes after initial pci. Coronary angiography confirmed intrastent occlusion at the proximal site of the rca. A second pci was performed at the proximal site of the rca. It was reported that despite thrombus-aspiration, new progression of thrombus and occlusion were observed again. It was indicated that stent malapposition and dissection of the stent edge was not detected. A long inflation using a non-medtronic perfusion balloon was attempted to maintain the coronary flow. Additional procedures were carried out and a non-medtronic stent graft was implanted into the lesion and the procedure was completed. Coronary angiography confirmed the presence of no stenosis or thrombus in the rca 27 days post procedure.